Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. This is an ancillary service event. The cause of the damaged latch roller was not determined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition and returned to the customer. If any additional information is received, a supplemental report will be submitted.